Manufacturer narrative:
Supplemental report was submitted to include the DHR. Updated d4. Expiration date and the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Per the engineering evaluation a supplier/edwards defect was not able to be confirmed. The pouch damage was not noticed until after it had been shipped to the facility. Shipping damage cannot be ruled out as a result. Root cause cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: as received, a small tear approximately 2mm long was found on the sealed pouch packaging of returned device (see figure 2). No other visual damage, contamination, or other abnormalities were found to the sealed sterile barrier pouch packaging and device. Photos attached by complaint handler appeared consistent with lab findings. Any packaging non-conformance that results in a breach of the sterile package (i.e. Pinhole, tear or seal issue), has the potential to result in a serious infection. In this case, there was no report of patient injury. Per the product evaluation, the report of "a small hole was found in the package of the optisite cannula" was confirmed. Engineering task has been opened for further investigation. A supplemental report will be submitted upon completion.

Event description:
It was reported by the warehouse in (B)(6) that a small hole was found in the package of the arterial cannulae during incoming inspection.